Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the insulation was abraded at 35.7 cm to 36.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that during a routine device change out procedure, the right atrial lead was found dislodged in the atrium. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition.